Event description:
A customer reported experiencing a power source alert while using a third-party wall adapter along with a tandem charging cable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no significant impact. After plugging the charging cable into the wall adapter and leaving it connected for at least 30 minutes, the issue was resolved as the pump began charging successfully, requiring no further assistance.